Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she increased before she went to bed and then during night she all of a sudden felt like a needle poking her in her vaginal area. Patient said that she increased setting because rep reviewed that some people increase at night to get better symptom control during the night and patient said that was her primary concern. The patient did state that she was seeing some improvement during the day. The patient reported that issue was related to positional movements. It was noted that decreasing amplitude eliminates the uncomfortable stimulation. Patient said that she didn't do anything about it during the night however she did have her husband decrease stimulation down to 2.7v and it was 80s% better. Patient said she relies on husband for adjusting as due to arthritis it is difficult to move her arm. Symptoms reported were: overstimulation, poking and bleeding. The change of therapy /symptom was noted as sudden. Patient will notify hcp as soon as he is available. The patient stopped feeling stimulation and still getting droplets of blood on panties. Additional information reported on 2016-05-02 indicated that she wasn't feeling stim so she turned stim up higher and it felt like needles in her vagina. It was confirmed ins was on. The patient experienced uncomfortable stimulation. The patient turned stim down at that time per the recommendation of someone from patient services. The patient stated that the night prior to this call she wet her bed more than she ever has before. The patient stated she hasn't been sleeping well. The patient checked her ins and was on program 3 @ 2.7v with the ins on. The patient turned up to 3.1v and now felt stimulation but stated it was not comfortable but she could not feel stim at 2.9v. Patient stated she hasn't felt stim in 1.5 weeks which was approximately the time of the uncomfortable stim situation noted. The patient reported in the past 1.5 weeks she has gotten no benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.